Manufacturer narrative:
Eval: method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Customer reports that this x-ray system intermittently does not respond to fluoro and/or exposure requests using the foot switch in the control room. Also, the control desk radiation monitor was flashing on then off with no interaction by operator.